Event description:
Info received indicates the left foot siderail will not lock into the raised position.

Manufacturer narrative:
The tech isolated the issue to the siderail latch cover. He replaced the siderail latch cover to repair the bed.